Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a relieve screw was found loosened at c3 one week post operative. This event occurred in japan.